Event description:
The customer reported having unresponsive up arrow button. Troubleshooting was performed. The buttons respond propery. Later, the customer called back and stated that they were hospitalized a month ago due to low bgs and the device up arrow is not working.